Manufacturer narrative:
Device received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they cant read clearly anymore on the insulin pump display. The customer¿s blood glucose level 158 mg/dl at the time of the incident. The customer also stated that insulin pump had scratches on the screen. The customer was assisted with troubleshooting for damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.